Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain: pelvic") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in a 26-year-old female patient who had essure (batch no. 13138, 855632) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included crohn's disease, cholecystectomy and hepatitis c. Concomitant products included contraceptives for topical use for contraception. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), fatigue ("fatigue"), depression ("hormonal changes describe: depression,"), urticaria ("allergic or hypersensitivity reaction type: hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract,"), mood swings ("psychological or psychiatric problems condition: depression & mood swings"), parapsoriasis ("rashes or skin conditions type: parapsoriasis,"), polycystic ovaries ("disorder or condition type of disorder or condition: pcos,"), tooth disorder ("dental problems,"), nervous system disorder ("neurological conditions or problems,"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision degraded"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastrointestinal,"), deafness ("other injury(ies) or complication (s) please describe: hearing loss,"), alopecia ("hair loss"), female sexual dysfunction ("apareunia") and pollakiuria ("bladder or urinary problem or changes frequent urination"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain/pain: vaginal"), abdominal pain lower ("severe cramping"), back pain ("pain: back pain"), blood disorder ("blood or heart disorder/condition type: blood disorder,") and autoimmune disorder ("autoimmune disorder"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal discharge, migraine, headache, nausea, dysmenorrhoea, weight increased, fatigue, back pain, depression, urticaria, urinary tract infection, mood swings, parapsoriasis, polycystic ovaries, blood disorder, tooth disorder, nervous system disorder, allergy to metals, dyspareunia, visual impairment, gastrointestinal disorder, deafness, alopecia, autoimmune disorder, female sexual dysfunction and pollakiuria outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, back pain, blood disorder, deafness, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, nervous system disorder, parapsoriasis, pelvic pain, pollakiuria, polycystic ovaries, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.71 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2018: plaintiff fact sheet and medical records: received, new reporter, patient information, essure start stop date, lot number, event hormonal changes describe: depression, allergic or hypersensitivity reaction type: hives and rash, infection (bladder/ urinary tract/vaginal) type: urinary tract, disorder or condition type of disorder or condition: pcos, blood or heart disorder/condition type: blood disorder, dental problems, neurological conditions or problems, nickel allergy, dyspareunia (painful sexual intercourse), gastrointestinal or digestive system condition type: gastrointestinal, other injury(ies) or complication (s) please describe: hearing loss and hair loss, apareunia, bladder or urinary problem or changes frequent urination were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain: pelvic") and genital haemorrhage ("heavy abnormal bleeding") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included crohn's disease, cholecystectomy and hepatitis c. Concomitant products included contraceptives for topical use for contraception. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain/pain: vaginal"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), fatigue ("fatigue") and back pain ("pain: back pain"). The patient was treated with surgery (surgery to remove essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal discharge, migraine, headache, nausea, dysmenorrhoea, weight increased, fatigue and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 3-jul-2018: reporter information was updated. This case concerns 26 year old patient. Her concurrent conditions were added. Essure insertion and removal date was updated. Essure indication was amended. Her concomitant medication was added. Per plaintiff fact sheet: event: abnormal bleeding (vaginal/ menorrhagia), vaginal discharge, migraines/headaches, nausea, dysmenorrhea, weight gain, fatigue, pain: back pain and she did not undergo essure confirmation test were added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain: pelvic") and genital haemorrhage ("heavy abnormal bleeding") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included crohn's disease, cholecystectomy and hepatitis c. Concomitant products included contraceptives for topical use for contraception. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain/pain: vaginal"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), fatigue ("fatigue") and back pain ("pain: back pain"). The patient was treated with surgery (surgery to remove essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal discharge, migraine, headache, nausea, dysmenorrhoea, weight increased, fatigue and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (surgery to remove essure). Essure was removed in 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.